Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that third implantable neurostimulator (ins) stopped working and they had symptom return as they had frequent urination. Patient didn't do anything. Ins was replaced. Patient was implanted for gastrointestinal/pelvic floor.